Manufacturer narrative:
(B)(4). The service engineer verified the malfunction and replaced the analog interface (ai) printed circuit board (pcb). The unit then passed all performed testing and operates within the manufacturing specifications.

Event description:
It was reported that the ventilator stopped cycling.the ventilator was not in patient use at the time.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.